Event description:
The reported event was that the stent became dislodged from the balloon, but was able to be deployed successfully with no complications.

Manufacturer narrative:
We are in the process of performing the investigation. A follow-up report shall be submitted upon completion of the device evaluation. The other report is: 1219977-2014-00127.